Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent may remain in pt/balloon rupture is likely to cause or contribute to pt injury. Device issue: dislodged stent/balloon rupture. It was reported that the stent was lost sometime after loading the stent delivery system (sds) onto the guide wire, but was not noticed until the physician was ready to deploy the stent at the target lesion. The pt was ivus'ed; however, the stent was not located. No pt effects were reported due to the lost stent. No add'l event or pt info is available. The analysis of the returned device identified a balloon rupture.

Manufacturer narrative:
Product performance engineering was unable to determine a conclusive root cause for the stent dislodgement and the balloon rupture. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the balloon, in the inflation lumen and in the hub. There was contrast on and in the balloon, in the inflation lumen, on the distal shaft, on the hypotube, and in the hub. The stent implant was dislodged from the sds and was not returned. There were crimp marks on the balloon between the markers. The balloon was returned partially inflated. There were four kinks on the hypotube 8.8 cm, 10.8 cm, 17.0 cm, and 19.0 cm. There was no other damage noted to the sds. The protective sheath was not returned. A new indeflator, filled with water, was used in an attempt to pressurize the balloon at rated burst pressure to check for leaks or rupture when blood and fluid came out of a pinhole on the balloon. The pinhole on the balloon was located 2 mm distal to the proximal balloon marker. There was a scratch proximal to the pinhole. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis of the returned product was consistent with the reported info that the product was prepared for use and inflated. Analysis noted that the stent implant was dislodged from the balloon and not returned, confirming the reported stent dislodgement. However, there were crimp marks on the balloon between the markers, suggesting that the stent was originally crimped in the correct location at the time of manufacture. Potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. The protective sheath was not returned, which may have aided in eval and determination of cause for the reported stent dislodgement. It is possible that handling during preparation for use or interaction with the accessory devices may have loosened the stent contributing to the reported dislodgement; however, this cannot be confirmed. Analysis of the returned sds noted blood in the balloon, inflation lumen, and hub, suggesting that a leak or rupture occurred inside the pt anatomy. During analysis, an attempt to pressurize the balloon to rated burst pressure with an indeflator filled with water noted that blood and fluid leaked out of a pinhole on the balloon. The pinhole was located 2 mm distal to the proximal balloon marker, suggesting the balloon material interacted with the lesion or anatomy. This damage was not originally reported and attempts were made to get clarification from the account; however, no add'l info was received. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Possibly interaction with the lesion/anatomy resulted in the balloon material becoming damaged/scratched such that the balloon ruptured during inflation. It is also possible that as a result of the rupture, the stent implant may have watermelon seeded during inflation, such that the stent may have been implanted in an unintended location; however this cannot be confirmed. In this case, a conclusive cause for the reported stent dislodgement and noted balloon rupture could not be determined. A review of the finished product lot history record did not reveal any non-conforming material records for this lot. This MDR is considered closed by the product performance group.